Manufacturer narrative:
Batch review performed on 13 jun 2025. Lot 2339032: (B)(4) items manufactured and released on 14-aug-2024. Expiration date: 2029-07-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 2 months from the primary, the patient came in reporting pain due to a glenoid loosening and the cause is unknown. The surgeon converted the patient from a reverse shoulder to a hemi. The surgery was completed successfully.